Event description:
Report received of an independent rate change. At 2:15pm, the pump was programmed to deliver 1000ml of d5 1/2 normal saline and 70meq of potassium chloride at a rate of 80ml/hr. The nurse reported that a 8:30pm, the pump was found to be delivering at a rate of 400ml/hr instead of the intended 80ml/hr and the infusion was stopped. There was no reported adverse pt effects and no medical interventions were required. There was no report of any cell phone usage in the pt's room at the time of the event. Though requested, no further info was available.